Event description:
Information received from medtronic indicated that the insulin pump had pump error. The customer stated that the pump was under delivering and something was wrong with the new pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.